Event description:
Litigation papers allege patient suffers debilitating pain and discomfort that interferes with her ability to perform activities of daily living as she otherwise normally would. (B)(4) 2012 - patients operative notes received. It was noted the patient had migration of her left acetabular component and an area of induration and inflammation secondary to third body wear from metal-on-metal component.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.